Manufacturer narrative:
A2 - age at time of event: 18 years or older. D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.